Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had no moisture damage found on electronic assembly or motor. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad and it alarmed button error. The blood glucose reading was 129 mg/dl. The customer stated that it had been raining but that she always wore it when it was raining. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.